Event description:
The customer reported that the left video monitor image jitters, the system generates lines in the left video image, the interconnect bracket on the workstation is loose, and the physicist states the kv is inaccurate.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep determined the video monitor should be replaced, he reseated all pcb modules in the ips 300 fru and found that the problem ceased. He adjusted the interconnect bracket, to ensure cable is held securely, checked the kv accuracy, and determined the kv measured was within the manufacturer specification of +/- 10%. He checked overall operation and verified the system performs as intended.